Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was 424 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported event. Customer was using auto mode feature of insulin pump. Customer was treated with bolus and injections. Customer did not allege that the insulin pump was under delivering. Customer was assisted with troubleshooting and there were no leaks and no air bubbles. Customer also stated that the insulin pump was not working and received insulin flow blocked alarm; but it was resolved by changing complete set. Customer performed high pressure test and it was passed. Customer stated that the cannula was bent. The insulin pump will not be returned for analysis.